Event description:
Covidien regional office reports that customer states: by the transaction of a laevocardiographie - adjustment 14ml/s - 30ml amount - the whole "throw-over-ring" of the luer lock-closure would be blasted after a injection-adjustment of approximately 10ml. Already six syringes had the same defect. In some extent the whole "male" part of the luer lock-closure would be demolished. No person injury.

Manufacturer narrative:
Manufacturer report: root cause identified: root cause has not been identified. Conclusion:. The luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.